Event description:
It was reported that the insulin pump excessively alarmed no delivery during the bolus procedure. The blood glucose reading was 362 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump passed the rewind, displacement, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. Unit had scratched display window and cracked reservoir tube lip.